Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was atrial episodes that appear to have been detected due to oversensing. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.